Event description:
During the routine f/u of the device involved in this report, two events were observed: - device reset warning message was displayed. The reset was dated (B)(6) 2010; - the device interrogation could not be completed: it was impossible to access device's memory data (aida) and the embedded software upgrade (as suggested by the programmer) could not be finalized. Memory was programmed, and another device interrogation was performed. At that time, the device was upgraded with the proposed software upgrade. Access to aida memories was possible, but no data was available.

Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.